Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: unresponsive vibration motor/lack of vibratory alarm function.

Manufacturer narrative:
Submitted: (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was found to be peeling below the ok button with the contact exposed. On testing, all the keypad buttons were responsive and fully functional. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The vibration motor was unresponsive. The pump was opened for investigation and revealed the vibration motor¿s connection pins were not making connection with the printed circuit board.